Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified striated broken edge opening on posterior. Based on the device analysis the final assessment was a striated broken edge opening on posterior due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.